Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: catalog no - correction. D4: serial no - correction/ additional information. D4: lot no - additional information. D4: primary UDI number - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up - additional information/ device evaluation/ correction. H3: device evaluated by mfg - additional information. H4: device mfg date - additional information. H6: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and passed. Functional tests were performed and passed. A alarm/alert manual test was performed and failed. The speaker/vibrator resistance measured was measured and passed. An internal visual inspection was performed and passed. The performance data was reviewed finding assemly error related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be defective speaker assembly. No injury or medical intervention was reported.